Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: spot in tube."

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: spot in tube x1."

Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to resin colorant and/or resin adhering to the interior of the mold core and breaking free during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."